Event description:
While doing a total hip replacement a shell implant was opened after verication by the surgeon and implanted into the patient. The liner was implanted as well after verification by the surgeon. The locking mechanism on the shell was found to be bent and a new shell had to be opened to obtain a new locking mechanism. The locking mechanism (bent one) damaged the liner as well and a new liner had to be opened.

Event description:
While doing a total hip replacement a shell implant was opened after verication by the surgeon and implanted into the patient. The liner was implanted as well after verification by the surgeon. The locking mechanism on the shell was found to be bent and a new shell had to be opened to obtain a new locking mechanism. The locking mechanism (bent one) damaged the liner as well and a new liner had to be opened.